Event description:
It was reported that a wireless module is generating a radio disabled alert and resulted in a non-current master drug library. This was discovered in the med/surg department. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received by baxter and the baxter evaluation is still in progress. When the device evaluation is complete a supplemental report will be submitted.